Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting a continuous ring tone. One hour previously, a nurse had applied a magnet to the device thinking that it was a pacemaker.